Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance to reset the pump, and the customer was able to resume using the pump without the recurrence of the malfunction code. The customer was advised to call back if the issue recurred, and they acknowledged and understood the instructions.